Manufacturer narrative:
The problem was due to a component failure (pc panel). After the replacement of this component, the laser system restart to work correctly.

Event description:
The laser system has the following problem: "pc panel failure. Laser was not used for treatment." No adverse effects to patients were reported.

Manufacturer narrative:
We are waiting for additional information by distributor.

Event description:
The laser system has the following problem: "pc panel failure. Laser was not used for treatment." No adverse effects to patient were reported.